Manufacturer narrative:
Postal code (B)(6). The device was manufactured june 8, 2017 ¿ june 10, 2017. The device was received for evaluation with approximately 26ml of fluid in its bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, evidence of continuous flow was observed from the distal luer. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The reporter stated that there was no flow through a small volume folfusor during filling with an unspecified diluent. The reporter stated that the device was ¿impossible to purge.¿ there was no patient involvement. No additional information is available.